Manufacturer narrative:
(B)(4). Batch #: t5a15f. Investigation summary: the analysis results showed that one ecr60g cartridge reload was returned unfired with 6 double driver out of position, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from left proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the unknown surgery, removed the retaining cap, noted the staple drivers fell off. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.